Event description:
Drive devilbiss healthcare was notified of an incident allegedly involving an oxygen concentrator by a letter from an attorney, which states the oxygen concentrator malfunctioned while in use and the end user passed away. The end user suffered from severe chronic obstructive pulmonary disease. Drive devilbiss healthcare is currently investigating the incident, including attempting to inspect the device in cooperation with the attorney.

Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information. The serial number is unknown and thus cannot be updated. In addition, the manufacturing date is derived from the serial number and thus is blank as well.